Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged with moisture) issue. Reportedly, the display was detached from the pump and there was moisture/corrosion behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2017 with the following findings: during investigation, the display lens and display screen were attached to the pump. Evidence of moisture was found behind the display lens and inside the battery compartment. A leak was found in the battery compartment, and in the display lens. The pump was opened to find moisture throughout the pump internally. The detached display lens complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked to the left of the bumper pad at the threads down to the case seal.